Event description:
On (B)(6) 2012, the pt underwent re-intervention for treatment of a proximal type I endoleak after presenting to the hospital with backpain and bleeding. The endoleak was repaired with an endurant interposition graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device(s) was unable to be conducted as the device lot number was unavailable. The gore excluder aaa endoprosthesis instructions for USA (IFU) specifies, "patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion".